Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 350 mcg/ml at a dose rate of 200 mcg/day and bupivacaine with concentration 15 mg/ml at a dose rate of 8.6 mg/day via an implantable pump for non-malignant pain and migraine. The patient had died, the pump was explanted, and was returned to the manufacturer for analysis.

Manufacturer narrative:
Correction - medical review was adjusted based on additional information received from analysis. The appropriate fields have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 350 mcg/ml at a dose rate of 200 mcg/day and bupivacaine with concentration 15 mg/ml at a dose rate of 8.6 mg/day via an implantable pump for non-malignant pain and migraine. It was reported the patient¿s family suspected a pump malfunction occurred due to finding the patient deceased while reading the pump manual. They were also concerned that the patient may have been trying to access her pump. The family suspected the death was pump related. It was further noted however that the cause of death and circumstances surrounding the death was unknown, but that the patient was found dead reading the pump manual. The pump was explanted and was to be returned to the manufacturer for analysis. The company representative was in possession of the product. Other medications (oral, etc.) The patient was taking at the time of the event was noted as having been unable to be obtained. However, it was further noted that the patient was on many oral opioids. The patient¿s weight and medical history were indicated as having been requested but was unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event. Additional information was later received from a healthcare provider via a company representative. Regarding if there was a patient injury, it was noted that this was ¿doubtful¿. No rotor study or dye study was performed. The devices were explanted by the coroner on (B)(6) 2019. The pump was returned to the manufacturer. No further patient complications have been reported as a result of this event.